Manufacturer narrative:
The reported malfunction of "unit shuts down inappropriately" was observed in the device activity logs as multiple system resets. The defib receptacle and the multi-function cable were replaced as a precaution. The reported malfunction of "unable to discharge" was not duplicated with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient, the device inappropriately shut down. Once the device was powered back up the device displayed a message and was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.